Manufacturer narrative:
Zimmer biomet complaint (B)(4). The user facility is foreign; therefore a facility medwatch report will not be available. Report source ¿ (B)(6). The complaint is confirmed. The tap was returned for evaluation. On visual inspection, the tap was found to have fractured near the base of the tap. The DHR was reviewed and there were no non-conformances were found. For this part (915-1595-01) and the previous three years (from the notification date) regarding the tap fracturing, there is a complaint rate of 0.2%, which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint is the tap experienced force in excess of what it was designed to encounter; fractures at this point of the tap are typical of excessive force fractures. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the instrument fractured when being used on the lower edge of the patient's eye socket. No adverse events have been reported as a result of the malfunction.